Event description:
It was reported that during an unk procedure both of the devices jammed. Unk how the case was completed. Unk pt consequence. Both devices to be returned.

Manufacturer narrative:
Instrument a: broken jaw; instrument b: (damaged feed link). Eval summary: the analysis results found that the el5ml device (a) was received with a j shaped clip in the jaws. It has been determined that the root cause of the malformed clip is feeding the clip into a closed set of jaws. The following are scenarios of how this malformed clip could have happened: having the jaws closed in a trocar, and actuating the trigger. Having the jaws closed in the molded endcap, and actuating the trigger. Having the jaws closed by burying tips in tissue and actuating the trigger. It should be noted that the jaws need to be fully open in order for the next clip to be properly fed. The instrument was disassembled and the feed link was found to be broken, therefore the advance would not fully advance and deliver the clip into the jaws properly, leading to the clip formation issue. In addition the feeder shoe was noted to be damaged. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the el5ml device (b) was returned with the jaws broken bifurcation, no functional test was performed due to the condition of the device, in addition the device was received empty. The lockout was noted to be fired trough.a preliminary investigation form has been initiated to address the jaws issue. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.